Event description:
A report was received that a patient was scheduled to undergo a procedure to explant the device. The patient was experiencing discomfort at the pocket site and a lead had eroded through the patient's skin. During the procedure, it was discovered that an extension header was left in the pocket from a previous revision procedure. The extension header was removed, and a deeper pocket was created for the extensions and lead wires. The patient was reportedly doing well following the procedure and remains implanted.